Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right arm. The target lesion was located in a fistula within the right arm. This 4.0 x 20, 75 cm mustang balloon catheter was selected, advanced, inflated in the target lesion and the balloon ruptured. To what atms and the number of inflations are unknown. The sheath had to be cut in order to remove the balloon. It is uncertain if the entire mustang balloon was removed from the patient. Fluoroscopy was used to check the entire arm and chest to look for any pieces that may have remained inside the patient. The procedure was continued with a different balloon. The fistula was noted to contain pulse and appeared to be functioning at the end of the procedure. No additional patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right arm. The target lesion was located in a fistula within the right arm. This 4.0 x 20, 75cm mustang balloon catheter was selected, advanced, inflated in the target lesion and the balloon ruptured. To what atms and the number of inflations are unknown. The sheath had to be cut in order to remove the balloon. It is uncertain if the entire mustang balloon was removed from the patient. Fluoroscopy was used to check the entire arm and chest to look for any pieces that may have remained inside the patient. The procedure was continued with a different balloon. The fistula was noted to contain pulse and appeared to be functioning at the end of the procedure. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that a complete balloon circumferential tear was present at 15mm distal to proximal edge of the proximal balloon sleeve. A break had occurred in the shaft at 71.4cm distal to strain relief. The distal section of the balloon tear and shaft break were not returned for analysis. A flattened markerband was also returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).